Manufacturer narrative:
See also mfg. Report no. 3004209178-2016-09656.

Event description:
A consumer reported her implantable neurostimulator (ins) was redone because it was not charging correctly after a revision. The consumer believed it was redone in 2013. Indication for use included radiculopathy and non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.